Event description:
It was reported to philips that, during a cardiac event, the defibrillator was applied to the patient and a message displayed on the screen reading power interrupted. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer biomed contacted the philips response center. The device was evaluated by the customer with assistance from a philips remote service engineer (rse), in consultation with a philips product support engineer (pse). The pse advised the rse that philips had released fco86100182 three years ago. Fco86100182 informed of an abnormal behavior ¿when the user unplugs ac power, the mrx inappropriately remains in the ac mains operating mode and fails to switch to the battery only mode and the battery is at least partially depleted. This doesn¿t happen when the device is operating on two batteries.¿ the customer was advised to remove the suspect battery from use. The customer was sent a replacement power supply and was advised to perform a soak test with the new power supply and known good battery. The test passed and the error logs were checked and there were no faults found. The fault was traced to the power supply and the battery. No ECG monitoring strips or case event files were provided to philips for review. Per the heartstart mrx instructions for use (publication 453564307761), the ac power supply is the primary source of power. If ac power is not available then 2 batteries with at least 20% charge shall be inserted into the mrx to avoid any power interruptions. Page 13 states: "caution: a battery should be used as the primary power source. Ac/dc should be used as a secondary source, if desired. If an ac/dc power module is used as the only power source, the heartstart mrx takes longer to charge to the desired energy level. The customer replaced the power supply and the battery to resolve the issue. The device remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, during a cardiac event, the defibrillator was applied to the patient and a message displayed on the screen reading power interrupted. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer biomed contacted the philips response center. The device was evaluated by the customer with assistance from a philips remote service engineer (rse), in consultation with a philips product support engineer (pse). The pse advised the rse that philips had released fco86100182 three years ago and also provided information on fco86100188 and fco86100201 (for ac power module). Fco86100182 informed of an abnormal behavior ¿when the user unplugs ac power, the mrx inappropriately remains in the ac mains operating mode and fails to switch to the battery only mode and the battery is at least partially depleted. This doesn¿t happen when the device is operating on two batteries.¿ serial number (B)(6) is on the ual for fco86100182 and was installed on (B)(6) 2018. The customer was advised to remove the suspect battery from use. The customer was sent a replacement power supply and was advised to perform a soak test with the new power supply and known good battery. The test passed and the error logs were checked and there were no faults found. The fault was traced to the power supply and the battery. No ECG monitoring strips or case event files were provided to philips for review. Per the heartstart mrx instructions for use (publication 453564307761), the ac power supply is the primary source of power. If ac power is not available then 2 batteries with at least 20% charge shall be inserted into the mrx to avoid any power interruptions. Page 13 states: "caution: a battery should be used as the primary power source. Ac/dc should be used as a secondary source, if desired. If an ac/dc power module is used as the only power source, the heartstart mrx takes longer to charge to the desired energy level. The customer replaced the power supply and the battery to resolve the issue. The device remains with the customer. The philips r&d representative and quality management manager have reviewed this case. Based on replaced parts by rse, and review of fco86100182 found that this issue is unrelated to the fco and parts replaced did correct the issues as noted and evaluated. The fco was already installed on (B)(6) 2018 as noted and was not related to this issue upon review.

Manufacturer narrative:
Updated evaluation and resolution submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips that, during a cardiac event, the defibrillator was applied to the patient and a message displayed on the screen reading power interrupted. The device was reported to be in use on a patient, causing a delay in life threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.